Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received additional information alleging visualization of "many black particles, mainly at all connections, including mask connections and hose joints." During a good faith effort attempt to have the device returned for evaluation the patient stated, "the machine has been damaged by me and cannot be sent back to philips". At this time, no further investigation can be performed. If any additional information is received at a later date, a follow up report will be filed. Section h3 and h6 have been updated on this report. H3 other text : device has been damaged and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
H3 other text : device has not yet been returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.